Event description:
It was reported that the patient had ¿sensitivity¿ to baclofen. The patient stated that in the past when the healthcare provider (hcp) had increased the baclofen dose she would get severe headaches constantly. The first 5 years of pump implant the baclofen dose was ¿too high¿ so the patient had a constant headache. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).